Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer. The fading of the print on the serial number sticker was noted during an external visual inspection. There was dried fluid within the cassette compartment. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A post- accelerated stress test (ast) simulated treatment was initiated and was completed without encountering a fluid leak but failed due to grinding of pump motor a. The cycler underwent and passed a mushroom head check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection of the cycler found dried fluid under pump a and b mushroom heads and between the front panel and pump assemblies. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a patient discovered a fluid leak after ending their pd treatment. Fluid spilled from the cassette door of the cycler once the compartment was opened. The patient had already disconnected from the cycler when the fluid leak was discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn also stated that the patient found blood and clots inside of their catheter. The patient had recently undergone a surgery which was unrelated to pd therapy where air was instilled in the patient as part of a laparoscopic procedure. The pdrn stated that the clots formed as a result of the air within the patient. The pdrn also clarified that the patient did not experience a serious injury or adverse event as a result of this issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis registered nurse (pdrn) that a patient discovered a fluid leak after ending their pd treatment. Fluid spilled from the cassette door of the cycler once the compartment was opened. The patient had already disconnected from the cycler when the fluid leak was discovered. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the patient. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn also stated that the patient found blood and clots inside of their catheter. The patient had recently undergone a surgery which was unrelated to pd therapy where air was instilled in the patient as part of a laparoscopic procedure. The pdrn stated that the clots formed as a result of the air within the patient. The pdrn also clarified that the patient did not experience a serious injury or adverse event as a result of this issue. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.